Manufacturer narrative:
(B)(4).evaluation summary: the sample was returned for evaluation activated and reconstituted. Visual inspection revealed that the drug solution in the vial was dark yellow. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was that following the activation of a vialmate meropenem 1.0g 100ml nacl 0.9%, the solution in the unknown fluid bag and vial have changed from a clear solution to yellow. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.